Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments (including the use of a non-recommended cement type), may have played a role in the need for the reported root canal treatment.

Event description:
On january 27, 2017, a dentist reported the case of a female patient in her (B)(6) (yob 1973) who required root canal treatment on tooth #13. This tooth had a lava ultimate crown seated on (B)(6) 2014, to replace an existing large amalgam. On august 13, 2014, the patient reported sensitivity to pressure and a bite adjustment was performed. The crown debonded on (B)(6) 2016, and was re-cemented with a non-recommended glass ionomer cement. On april 18, 2016, the patient reported cold sensitivity. The crown was removed on (B)(6) 2016, and a ring of soft tooth structure around the margin was noted. At this time, the tooth was re-prepped, build-up completed, and a non-3m crown was placed. During a routine hygiene visit, on september 15, 2016, the patient reported sensitivity and a bite adjustment for he non-3m crown was performed. On (B)(6) 2016, the patient received root canal treatment performed by another dentist.